Event description:
Experiencing infusion set tubing becoming partially separated from the luer lock. Patient indicated that as a result of the partial separation, he experienced elevated blood glucose (300-400mg/dl). Patient indicated that he changed the infusion set tubing and adminstered a bolus to reduce his blood glucose levels. Patient did not inidicate requiring medical assistance to address the elevated blood glucose levels.